Event description:
It was reported that a patient presented a possible infection two months after generator revision surgery. The surgeon reported that the incisions had not healed and the infectious disease physician thought there may be an underlying infection. The entire vns system (lead and generator) was explanted and not replaced. Cultures will be taken however the results were not provided to the manufacturer. The explanted devices have been returned to the manufacturer and are undergoing product analysis. The device history record for both the lead and generator were reviewed and sterility prior to device shipment was confirmed. Good faith attempts to obtain additional information regarding the suspected infection have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.